Event description:
Patient undergoing bilateral mastectomies. During closing the right side, an extra needle was found in the j416 3-0 vicryl suture package. This is a manufacturer's defect. All other items in counts were correct except for one extra suture needle. Count film was taken. The count film was negative for retained surgical items.